Manufacturer narrative:
Clarification to b3 date of event: it was reported that capsular contracture first appeared "several years ago". No partial date populated as the information is too vague. Clarification to d6a implant date: partial date provided as "2009". 1/jan/2009 was not populated as it is before the manufacturing date of the device. Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected rupture"; capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported "prosthetic breakage", "breast asymmetry in shape, volume, and size" and "painful capsular contracture grade iii/IV, with difficulty in upper limb movements and when lifting weights". Later healthcare professional reported "painful capsular contracture with suspected rupture" baker grade iii/IV. Later healthcare professional reported "the prostheses did not appear to be broken, but were oozing prosthesis-like material. I couldn't tell you if a more careful evaluation would reveal them to be broken." This record is for the right side. Device has been explanted.